Event description:
It was reported that while using the laser for a procedure "after 55 minutes the laser generator turned off itself." The laser was turned on and only the display worked. The pump water was failing. The procedure was "not completed due to this event." Patient outcome: no report of harm to the patient.

Manufacturer narrative:
System analysis/service repair on november 10, 2016: replacement of the water pump. Adjust and calibrate the optical system. Corrective maintenance performed as per check list. Equipment tested and operating normally. The replaced water pump has not been returned for evaluation.